Manufacturer narrative:
Physio-control further evaluated the device and observed an excess current. The excess current was observed to be caused by an electrical short of the device's readiness display. The led readiness indicator display had 18.93 ma of excess current that depleted the device's battery in approximately one month. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. UDI - (B)(4).

Event description:
It was reported to physio-control that the customer's device depleted its battery after approximately two weeks and that the device sounded an alarm tone. During device evaluation, physio observed from the downloaded device data that the device or the battery might have an issue which could cause the device to power off unexpectedly. There was no patient use associated with the reported event.